Event description:
Stryker (B)(4) received a letter from (B)(6) solicitors in the (B)(6). The solicitor indicated that there was a complication at (B)(6) hosp with the pt's new prosthesis dislocating the day following surgery. The solicitor added that the pt's recovery from the revision procedure has been poor and he is required to wear a splint / support when walking any distance. At this stage, it is unk whether the reported device is a stryker product.

Manufacturer narrative:
Several attempts to obtain additional info were made but no additional details were provided. The root cause was not determined due to limited info. No devices were identified or confirmed to be stryker.